Event description:
Per rn:PICC insertion at bedside, attempting to advance catheter. Able to do so to 20 cm and met resistance. Catheter withdrawn. Noted slit at side of catheter. Able to see navigator wire.navigator wire not protruding from PICC catheter. Catheter removed and new catheter reinserted (navigator wire not used). Initial PICC catheter with tip intact. Navigator wire tip also intact and length of wire original length. New PICC catheter in svc after initial reposition.discussed situation with radiologist. She reports no findings of opacities on chest x-ray. Also discussed with dr. Per staff rn, patient without any chest pain or sob; pulse ox 96%.on room air. Have contacted viasys rep. Regarding product. Departmental director notified. Dr. Sees no contraindication to using current PICC catheter. Staff rn notified to use PICC for original purpose of hydration.